Manufacturer narrative:
(B)(4). Report source - foreign: switzerland. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during knee arhroplasty when the surgeon was drilling the hex headed screw through the 4-in-1 cutting block, metal shavings milled off the screw and formed a sharp edge that subsequently cut the surgeon. The surgeon suffered heavy bleeding to his finger, increasing the risk of infection. There was no reported impact to the patient, however, the surgery was delayed fifteen (15) minutes due to the surgeon's injury. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Upon review of additional information, this event was determined to be not reportable. A serious adverse event did not occur as a result of the reported device malfunction. Though the healthcare professional sustained injury, the injury was minor in nature and did not require medical intervention to resolve. The previous reports regarding this event were submitted in error and should be voided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Upon review of additional information, this event was determined to be not reportable. A serious adverse event did not occur as a result of the reported device malfunction. Though the healthcare professional sustained injury, the injury was minor in nature and did not require medical intervention to resolve. The previous reports regarding this event were submitted in error and should be voided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the device history records could not be reviewed as the lot number associated with the reported event is unknown. Based on the information provided, the injury to the user was caused due to the pin stripping, however, a definitive root cause could not be determined with the information provided.if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.